Event description:
A student tech dropped a collimator on her foot during a detector change out and broke her toe. The site had a 3rd party servicer adjust the counterweights to balance heavier (not co's) collimators. This caused the detector to drift up during collimator changes. Svc readjusted the counterweights to factory specs after the event and told the site not to use the heavier collimators. The site did not find this acceptable and had svc readjust the system for the heavier collimators. Prior to the event, svc had informed the site to use the locking pin to prevent the detector drift during collimator change outs.